Event description:
Complainant alleged that while defibrillating a (B)(6) year old female pt, after removing the electrode pads, burns/lesions were found on the pt.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.